Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with the reported malfunction of "connect indicate low battery". This condition had the potential to interrupt delivery. This condition was found in the plastic surgery area upon power up. There was a report of patient involvement; however there was not report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reproted condition was confirmed during product evalaution.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "connect indicate low battery" was confirmed. During product evaluation it was determined that the cause was due to defective/depleted main batteries. The main batteries were replaced to resolve the issue.